Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 84-year-old male patient, 85kg, presented to the or for a tavr procedure. Higher-positioned access was gained after multiple attempts utilizing a micro puncture kit. The right common femoral arteriotomy was 8.0mm, clear of calcification and tortuosity, with a measured depth of 3cm + 1cm. No issues were encountered advancing or withdrawing the 18f procedural sheath. Following the tavr, while the cardiologist was pulling the 18f manta back to the measured depth, the entire manta device "jumped" passed the measured depth. The proctor advised the cardiologist to remove the manta undeployed over the wire and not to advance it forward. While the manta device was being pulled back undeployed to remove it, resistance was met. Although the handle lever was not actuated, the collagen was exposed outside the patient and the anchor was exposed inside the patient. A surgical cutdown was performed to remove the manta anchor. During surgical intervention, the surgeon noted the anchor was positioned within the subcutaneous tissue and access was a lateral wall stick. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is likely due to user error due to pulling back on the manta, pulling beyond the deployment depth measurement, and obtaining a higher positioned access after multiple attempts without the use of ultrasound guidance. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. The manta instructions for use procedure requirements state arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The IFU lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. In step 4: position device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in step 1: arteriotomy locating procedure. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release.

Event description:
It was reported that the manta device jumped back past the measured depth (3cm) while the cardiologist tried to pull back the device to the measured depth (4cm) during a tavr procedure. The cardiologist was advised to remove the manta device undeployed. Resistance was met and collagen was found outside of the body. The footplate exposed itself and was inside the patient although the lever did not flip back. A surgical cutdown was performed to remove the manta footplate. The footplate was found in the subcutaneous tissue just under the skin. The surgeon noted a lateral wall access stick. As per the additional information, a micropuncture was utilized to gain higher access to right cfa. The vessel size was 8mm with no reported tortuosity or calcification. The measured depth of manta was 3+1 and there were no issues with advancing or withdrawing procedure sheaths. 8000 units of heparin and an unknown amount of protamine were administered during the procedure. A cutdown was performed and the device was removed. The patient was fine post procedure.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the manta device jumped back past the measured depth (3cm) while the cardiologist tried to pull back the device to the measured depth (4cm) during a tavr procedure. The cardiologist was advised to remove the manta device undeployed. Resistance was met and collagen was found outside of the body. The footplate exposed itself and was inside the patient although the lever did not flip back. A surgical cutdown was performed to remove the manta footplate. The footplate was found in the subcutaneous tissue just under the skin. The surgeon noted a lateral wall access stick. As per the additional information, a micropuncture was utilized to gain higher access to right cfa. The vessel size was 8mm with no reported tortuosity or calcification. The measured depth of manta was 3+1 and there were no issues with advancing or withdrawing procedure sheaths. 8000 units of heparin and an unknown amount of protamine were administered during the procedure. A cutdown was performed and the device was removed. The patient was fine post procedure.